Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2021-16812. Related manufacturer reference number: 1627487-2021-16814. It was reported the patient was not receiving effective stimulation hence stopped using the system, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.